Event description:
Terumo medical received an FDA medwatch report # mw5147997. The event description states that the patient developed a hematoma at the tr band site (transparent radial artery). Additional information was received on 01 feb 2024: patient underwent a cardiac catheterization with intra-aortic balloon pump (iabp) insertion. After cath right upper extremity compartment syndrome occurred requiring right upper extremity fasciotomy with primary closure of right radial arteriotomy. Patient is now in stable condition and was discharged home.

Manufacturer narrative:
A2: date of birth: requested, not provided. A3b: gender: n/a. A4: weight: 89.4kg. D4: catalog/lot #: requested, unknown. D4: expiration date, & UDI: unknown, as the involved product code was unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown, as the involved product code was unknown. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code/lot # combination was not provided by the user facility, which prevented a meaningful review of the device history.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for closure procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. With little information provided after due diligence attempts, the cause of the compartment syndrome in relation to the use of the tr band device is unknown. Review of device history record cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).